Event description:
It was reported that 2 percutaneous wires were fractured. No other information was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3886, lot #j0209907v, implanted: (B)(6) 2002, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2002, explanted: na; programmer model 3031a, serial # (B)(4).